Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of the distal 26.5cm of the rebel stent delivery system (sds) with stent, the distal 25cm of a guide catheter, a introducer sheath, the distal portion of a snare and distal portion of the guidewire. The balloon was loosely folded. The guidewire was in the lumen of the sds. The snare was connected to the balloon/stent. The sds was in the lumen of the guide catheter. The guide catheter was in the introducer sheath. The returned devices had been cleanly cut as the material did not show signs of tensile force. The stent was bunched up. The sds could not be inflated as the distal shaft was cut. There was no damage identified during microscopic inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The target lesion was located in the right radial artery. A 32x4.50 rebel stent was advanced to treat the lesion. However, upon stent deployment, the balloon ruptured and partially deployed the stent. The device was completely removed from the patient with a snare and exited from the right radial artery access. No patient complications were reported and the patient's status was fine.